Event description:
Per independent repair center statement unit had low o2 or yellow light. The key failure was the hose clamp for the manifold needed to be replaced. Additional malfunctions were cabinet filter was missing/replaced, and the zip tie for the manifold needed replaced.